Event description:
Nozzle broke during surgery extending the surgical procedure.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Although the products were not returned, a previous investigation found the cause is attributed to a supplier that mfrs the hub component for one of depuy's suppliers. It appears a batch of hub components may have a higher level of moisture in the plastic pallets before being injected into the mold. The injection molding supplier commenced the MFR of a new batch of the nozzle hub component. Tests were conducted of the parts produced and all tests yielded excellent tensile strengths way in excess of the forces that would normally be experienced within the system during cement delivery. A depuy investigation was initiated to determine the exact root cause and to fully detail the correction of this problem should additional info be received, the investigation will be reopened. Depuy considers the investigation closed.